Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robot-assisted laparoscopic proctectomy with low colorectal anastomosis plus diverting loop ileostomy. The patient also required a left hepatic lobectomy and cholecystectomy. The patient's preexisting conditions were hepatic / renal dysfunction and rectal cancer that metastasized to the liver. The initial attempt was made to divide the rectum with a j-hook, curved radial reload of the manual stapler handle. There was great difficulty firing this stapler and ultimately after attempting a number of times, the stapler was removed. Securement end of stapler handle had fractured with a single, semi-cylindrical piece recovered. After that, it could no longer hold the staple load. Stapler handle and load were removed and replaced with the same types of instruments. With this second stapler handle and load, during the division of the rectum, the securement end of the stapler handle was fractured in the same way as the first one, with three pieces forming the semi-cylindrical part missing. After that, it could not longer hold the staple load. The three pieces were found. Stapler handle and load were removed and replaced with the same types of instruments. With this third stapler handle and load, during rectum resection the securement end of the stapler handle fractured in the same way as the first two, with an unknown number of pieces forming the semi-cylindrical missing part. After that, the handle could no longer hold the staple load. The piece or pieces were not found, not with the video nor by x-ray before closing the patient. The remainder of the staple division of the rectum was performed with standard reloads. The patient had some radiation therapy with might have contributed to the lower colon being difficult to divide. Two of the reloads were examined and nothing was seen untoward about them. Four fragments from the stapler handle securement ends were matched with two of the three handles. That left one handle with a broken securement end but without a matching fragment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.